Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected insert battery and low battery replace battery and replace battery now or power loss errors were noted during testing. Pump trace download analysis confirmed the unit alarmed power error detected alarm. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump might be received unexpected battery power loss alarm. Customer's blood glucose value was unknown. Customer stated that they had changed the battery every 1-3 days. The device will be return for analysis.